Event description:
The initial reporter stated that the pump was not alarming load set as expected. They stated it failed to alarm. Mmd did not follow up with the initial reporter because at the time of the complaint they stated that the complaint occurred during testing and had no effect on a patient. No additional information was provided. (B)(4)

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.